Event description:
Boston scientific received information via their internal literature review process, that one patient included in this randomized clinical trial had been hospitalized due to a wound infection post implant, resulting in system removal. A subsequent implant was successful on the opposite side and no further complications reported. This study was assessing the clinical benefit of triventricular versus biventricular pacing, for heart failure patients. The study sample size was approximately forty patients, over a one year follow-up period. The population size was divided into two group and pacing configurations compared. The study concluded that transvenous implantation of three ventricular leads appears to be feasible and safe in patients referred for crt therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.